Event description:
The customer reported to olympus during reprocessing of the evis exera iii gastrointestinal videoscope, the device bending sheath cover came apart and wires was exposed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide tube detached from body control unit, kink at air/water and suction cylinder, bending section rubber cracked, light guide lens peeling, objective lens peeling, distal end cover dented, excessive scrape and tear marks in biopsy channel, and leak in the biopsy channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the metal was not protruding out of a-rubber as there was neither abnormality in a-rubber nor leakage from location other than biopsy channel. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.